Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a heat rash on her back. The patient was prescribed cortisone cream by her physician. The patient reported that the rash improved.